Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. An advanced system log review was performed. The logs show a vse instrument (part #480422-03, lot #k10250828-0255) was installed 3 times on arm 4. The e-200 energy activation logs show 65 energy activations by this instrument (65 seal, 0 coagulation on bipolar energy activation) and all seals were completed without errors. A total of 57 successful cuts were logged with no blade exposed errors or tissue too thick errors. The logs show one recognition failure involving this vse instrument prior to the first correctly logged install. No additional errors noted related to the use of this vse instrument.

Event description:
It was reported that during a da vinci-assisted procedure, the vessel sealer extend (vse) failed to provide an adequate seal, resulting in bleeding. The estimated blood loss was unknown. The vse instrument was reportedly connected to an e-200 generator at the time of the event and the seal cycle was completed with audible confirmation tones. No vse-related errors were noted. The surgeon had to activate the seal function twice before applying cut function. Despite repeated activation of the seal function, the instrument did not seal or coagulate as expected. Hemostasis was ultimately achieved using a fenestrated bipolar instrument. There was no tissue tension and the vessel diameter was less than 7 millimeters. Additionally, there was no vessel calcification and the tissue was not previously exposed to chemotherapy or radiation treatment. The jaws of the vse instrument did not come into contact with a clip, suture, staple, or other metal objects. The procedure was completed with the same e-200 generator; however, there was about 20 minutes of procedure delay. There was no patient harm or complications reported.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the e-200 generator involved with this complaint to perform failure analysis. The generator was analyzed and the reported failure was not confirmed or replicated. The e-200 generator was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing and fixture testing. The vessel sealer extend (vse) instruments used in the four procedures were not returned by the customer for failure analysis; therefore, a potential instrument malfunction could not be evaluated or confirmed.

Event description:
Refer to h11 for follow-up information.